Event description:
A doctor reported that a knife was noted to be beveled on the wrong side of the blade prior to surgery. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).

Manufacturer narrative:
One sample was received by manufacturing in an opened blister package. Visual evaluation of the returned sample revealed the blade to be bent sideways. The direction of the observed bend is along the blade width or cutting edges while the correct bend direction is supposed to be perpendicular to the blade surface. A device history record review was conducted for the customer's identified lot and no anomalies were found that would contribute to the reported complaint. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record reviews. A complaint history examination indicates that no additional complaints are associated with the reviewed lot. The incorrectly bent blade was not properly manufactured. The direction of the bend was found to be sideways, along the blade width or cutting edges. The correct bend direction is supposed to be perpendicular to the blade surface. The operator who bent the blade did not place the blade handle assembly in the correct orientation before activating the bending mechanism. An action was taken to alert the manufacturing operators about this failure mode. The improper bend direction awareness was completed on (B)(6) 2015. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).